Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple intermittent occlusion alarms. The customer's blood glucose level was in the 400's (mg/dl). The customer changed the site and delivered a bolus via the pump. System check could not be performed with tandem technical support as the occlusion alarm was not occurring at the time of the report.